Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the top of the device including port b was severely damaged by a surgical tool during the explant procedure. Rgt test was performed and found no anomalies.

Event description:
A report was received that the patient was experiencing discomfort with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.